Manufacturer narrative:
Investigation conclusion: reported false positive result. The consumer communicated the result was confirmed by alternate testing method (method unknown). Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone.

Event description:
Reported false positive result. The consumer communicated the result was confirmed by alternate testing method (method unknown).